Event description:
A peritoneal dialysis (pd) patient reported a display brightness problem on the liberty cycler. Screen was dim during step 10 of powering down the cycler after use. Rebooted cycler but screen remained dim. Replaced cycler due to screen brightness problem. The patient has 0 boxes of capd supplies. Patient will contact pdrn to see if they have supplies at the clinic. The fresenius technical support representative advised that a replacement cycler would be issued. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1634 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s)..upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.